Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced issues with the device moving or changing shape. The patient noted difficulty in positioning the paddle correctly to charge the implant and observed that the implant appeared bent on one side. The patient mentioned that when lying on their right side for extended periods, the implant seemed to shift closer to the spine, requiring manual adjustment. The patient was advised to consult their healthcare provider for further evaluation and management of the issue.

Event description:
Patient reported they did not know why it felt that way to the touch - but that same has felt normal. Circumstances that led to the issue was from possibly sleeping on the right side is what patient suspected - ran fingertip gently around circumference. Feel normal. As it wasn't causing any discomfort, patient didn't feel the need to contact physician. The issue has been resolved. Everything is fine. It is so nice to have the new belt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.